Event description:
It was reported that while inserting a PICC, noticed that there was a hair in the kit. Placer got a new PICC to insert due to sterility concerns.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hair in the kit was confirmed but the cause is unknown. A single photograph of the implicated PICC kit was provided for evaluation. The outer csr wrap had been opened and components including the IV needle, gauze, and the dressing kit were seen on the csr wrap. What appeared to be a csr wrapped probe cover assembly or a drape was also present. A small curled dark fiber was seen on the csr wrap or drape; the fiber was consistent with the report of a hair. Although a fiber could be confirmed in the kit, it is unknown if the fiber was packaged in the kit or was introduced from the clinical environment after opening the kit. A review of the manufacture quality and inspection records for the implicated product batch indicated no issues potentially related to product manufacture, assembly, and packaging. Manufacturing controls are in place to mitigate the occurrence of this type of failure. This complaint will be recorded for future trending and monitoring purposes.